Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during training/demo, the clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report the boom extension was not working. The site tried hard power cycle, deploy for draping, deploy for docking, and air targeting; none of these resolved the issue. There was no report of patient involvement.